Event description:
It was reported that during an unspecified gastro-intestinal (gi) procedure, a deployment suture break, partial deployment, and stent damage occurred. The lesion was located in an unspecified portion of the stomach. The physician advanced an unspecified stent delivery system (sds) to the stomach, however, upon attempting to deploy the stent, the stent was unable to deploy and was removed from the patient. The ultraflex 18mm x 10mm sds appeared "loose" prior to use and was advanced to the stomach. Upon attempting to deploy the stent by pulling the deployment suture, the suture broke. The sds was removed from the stomach. Upon inspection, it was noted that the deployment suture had "wrapped around the stent" and the stent appeared to be partially deployed and "deformed". No further intervention was attempted and the procedure was completed. The patient's status is reported as "good". It was further noted that the physician is aware that this stent is not indicated for use in the stomach.